Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown femoral component, catalog #: not reported, lot #: not reported; medical product: unknown tibial component, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00383, 3002806535-2019-00384. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Right knee revision due to unknown reasons.